Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "compressor fault -2001 " message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was observed during review of the device data logs. However, the device passed all testing including stress testing without duplicating the report. An internal inspection found the compressor cable to be damaged. The cause of the damage could not be determined. The compressor cable assembly was replaced as a precaution on this 9 year old device. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.